Event description:
Davinci medium-large ligating clip was put into patient during davinci laparoscopic cholecystectomy. When surgeon initiated clip, the clip broke. All pieces were removed from the patient.